Event description:
Hospital reported shortly after finishing MRI of renals using prohance contrast medium, the patient indicated he could not breathe and went into cardiac arrest. CPR was attempted, but the patient expired. Hospital indicated this incident occurred due to an adverse reaction to the prohance contrast medium.

Manufacturer narrative:
Hospital indicated that the incident occurred due to adverse reaction to contrast medium. Injector was checked as part of medrad's standard practive. Medrad service representative checked injector with no problems found with the unit.